Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with acute heart failure with symptoms of elevated lactate dehydrogenase (ldh) and low mean arterial pressure (map). Log files were submitted for analysis that captured routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, is currently available and contains the following information: section 1, ¿introduction,¿ lists potential adverse events, including hemolysis, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7, "alarms and troubleshooting," outlines visual/audibles alarms and the recommended actions associated with each condition. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a very big left ventricle with poor native contractility. The patient passed away (B)(6) 2024 due to sepsis and pneumonia. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.